Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the wash block and the pinch valve tubings. The cse performed calibrations. The cse revisited the customer site and replaced the reagent mix chamber motor assembly, sample plunger assembly, printed circuit board assembly, bulk fluid detect, ring sensor assembly, acid pump kit, base pump kit, a filter and three way valves. The cse revisited the customer site due to vertical mover errors on reagent probe the cse replaced reagent probe 1, due to faulty arm worm gear. The cse observed the same errors on the rocker motor and the fluidic board was not turning on. The cse replaced the board and ran quality controls, which were within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument twice and on the original instrument, all resulting positive. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result on one patient sample.